Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the halo link assembly to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The halo unit was analyzed, and upon visual inspection, the blue and black wires were seen detached from the j16 connector. The complaint was confirmed based on failure analysis. The root cause is attributed to component failure of the j16 cable connector.

Event description:
It was reported that the field service engineer (fse) identified the system's j16 cable connector on the verge of breaking. Additionally, the fse noted that two of the three connectors were pulled off. There was no report of patient involvement or patient injury.